Event description:
The customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level as the issue did not lead to a pump shutdown or an inability to turn the pump back on. The customer tried using a different wall adapter and charging cable, which successfully resolved the charging issue. Cts informed the customer that tandem does not recommend using third-party charging supplies unless instructed, and a replacement tandem wall adapter and charging cable were sent via two-day shipping.